Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 12/10/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/30/2013 with the following findings: the battery compartment has a crack extending from the threads to the fingerpad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.